Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, device failed to deliver the programmed amount by over 10% (244% at 40ml/hr), which was reproduced through flow rate testing (the device failed all tests at the 40ml/s and 100ml/rates). Engineering device investigation determined causality to be wear on the cams, valves, and fingers due to the non-application of dow 111 grease. The motor assembly was replaced (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a sigma spectrum pump over infused tpn (total parenteral nutrition) on a patient in the neonatal intensive care unit. The patient began to receive tpn (unknown volume) at 8:00pm and at 12:45am it was perceived that the tpn over infused into the patient. The patient began to present with blood glucose levels above 200mg/dl(critical value). Immediate management took place on this patient which extended into the 7-3 nursing shift and initiation of a 0.45% normal saline infusion at 4ml/hr.